Manufacturer narrative:
No functional tests were performed by philips. The customer refused to accept a quote because the device is no longer under warranty. Based on the information available and the testing conducted the cause remains unknown. The reported problem was not confirmed. The investigation could not be completed due to insufficient information. We are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the red alarms are disabled on the device and the default settings need to be installed on the monitors. Patient involvement is unknown. There was no report of patient or user harm.